Event description:
It was reported that a user experienced a scan error with an fsl3+ sensor that failed to work, contacted support via an abbott transfer, and requested troubleshooting for the nonworking sensor; during the call the old sensor began pairing and was advised to complete the warmup, but the user elected to replace it and was then guided through the pairing process for the new sensor. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included successful completion of troubleshooting and user education with restoration of sensor pairing. Investigation included technical support review and troubleshooting with the user. Investigation of this case revealed that the device functioned as expected once pairing was initiated and that user preference led to sensor replacement before the warmup completed. It was concluded that the event was related to use and pairing sequence, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.